Event description:
This rv lead has out of range impedances and appeared to be fractured. The pt received 32 inappropriate shocks. The lead was capped and the physician replaced this system with another ICD and ICD lead. Should additional info become available, this file will be updated.